Event description:
Additional information: the mentioned stroke was a right sided, likely anterior, cerebrovascular accident (cva). A CT scan did not reveal any evidence of an infarct. The symptoms resolved close to normal by discharge on (B)(6) 2020. There was no active treatment for the stroke.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the log files provided by the account revealed no atypical events or alarms. All captured data showed the pump functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU lists bleeding, stroke, and subtherapeutic inr as adverse events that may be associated with the use of heartmate 3 left ventricular assist device. This document also provides information regarding the recommended anticoagulation regimen, including inr values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to recurrent epistaxis despite having a subtherapeutic international normalised ratio (inr) at 1.8. On (B)(6) 2020 the patient developed a severe nosebleed and, while waiting for an otolaryngologist to pack the nose, developed symptoms of stroke including paralysis of the left leg, weakness of the left arm, and aphasia. Vital signs were reported to be stable and inr was 1.8. A CT scan of the head with angiogram suggested a small vessel stroke. Log files were sent for analysis, and technical services noted that they captured routine events with no notable alarm conditions or parameter changed. No further information was provided.